Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) experienced an inappropriate shock therapy episode, while wiping down his car in the garage. The device, programmed to the secondary 1x configuration since (B)(6) 2020, delivered therapy during what appeared to be supraventricular tachycardia (svt) with heart rate transitioning from 100 bpm to 170 bpm, then reducing to 120 bpm with t-wave oversensing. Although sensing has generally been uneventful, with only 17 tachy instances in the past year. Technical support suggested considering an exercise test to evaluate alternative vectors more resilient to elevated heart rate behavior, and assessing patient posture or other contributing factors such as dehydration. The healthcare provider contacted the patient, who was shaken but stable, and scheduled troubleshooting. Currently, this product remains in service and no additional adverse patient effects were reported.

Manufacturer narrative:
With the available information, boston scientific concluded that the clinical observation of inappropriate shock is a known inherent risk of the product and is noted within the instructions for use (IFU), as well as the product's risk documentation. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. A risk review was completed and confirmed that the event of inappropriate shock was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) experienced an inappropriate shock therapy episode, while wiping down his car in the garage. The device, programmed to the secondary 1x configuration since may 2020, delivered therapy during what appeared to be supraventricular tachycardia (svt) with heart rate transitioning from 100 bpm to 170 bpm, then reducing to 120 bpm with t-wave oversensing. Although sensing has generally been uneventful, with only 17 tachy instances in the past year. Technical support suggested considering an exercise test to evaluate alternative vectors more resilient to elevated heart rate behavior, and assessing patient posture or other contributing factors such as dehydration. The healthcare provider contacted the patient, who was shaken but stable, and scheduled troubleshooting. Currently, this product remains in service and no additional adverse patient effects were reported.